Event description:
It was reported that an ilet user announced a meal and entered 30g of carbohydrates instead of their usual 25g, despite prior endocrinology guidance not to announce meals, and subsequently experienced a blood glucose of 45 mg/dl. The user treated the low with fast-acting carbohydrates and later re-treated during the call, and the event was associated with user procedure deviating from instructions. Symptoms included hypoglycemia with associated hot flashes/flushes and irritability. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified and characterized as an incorrect meal size announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.